Event description:
It is reported that the articular surface could not be inserted. Another articular surface was opened and inserted with no problem.

Manufacturer narrative:
Information was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.